Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized with diabetic ketoacidosis while using the infusion device. The patient experienced an occlusion within the device prior to the event. It was realized later that the infusion device only primed half of the infusion set tube. The patient had recently started using a longer tube length and the priming volume was not increased in the therapy settings of the infusion device. The blood glucose results were not provided. The type of treatment given to the patient at the hospital was unknown. The patient was hospitalized for 24 hours. The infusion device serial number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.